Manufacturer narrative:
When the troch reattachment screws failed to engage with the prosthesis, the surgeon attempted to engage the screws on the back table, outside of the patient, and was still unable to screw them into the proximal femoral component. The screw thread pattern did not match the pattern of the proximal femoral component. This lead to an approximate 15 minute delay to the surgery. The troch plate was custom ordered as part of the prosthesis. As a result of the inability to engage the screws into the proximal femoral component, the surgeon did not use the plate and instead utilized a suture technique to reattach the trochanteric soft tissues to the implant via the suture holes. The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that the troch reattachment plate screws would not engage into the custom jts proximal femoral replacement implant. The troch plate was therefore not implanted. The surgery was successful and no other concerns were raised. No patient injury was reported. The custom jts proximal femoral replacement implant is currently implanted in the patient. (B)(4).

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident, however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. Review of batch records indicates that all batches of the screw threads supplied were inspected and accepted into final stock with no relevant reported discrepancies and all threads supplied are to the same thread specification and are fully compatible. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Product code corrected from kwy to jdi.

Event description:
It was reported that the troch reattachment plate screws would not engage into the custom jts proximal femoral replacement implant. The troch plate was therefore not implanted. The surgery was successful and no other concerns were raised. No patient injury was reported. The custom jts proximal femoral replacement implant is currently implanted in the patient. This is a supplemental report to 3004105610-2015-00130 (B)(4).